Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 2.50 x 16mm synergy ii drug-eluting stent was selected for use to treat the lesion. However, the stent came off of the balloon outside of the guide. The stent was retrieved. The procedure was completed with a different device. There were no patient complications reported.